Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) female notified a zoll pt service representative that she had been treated while at home. A review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of nine shocks. Svt at 160 to 230 bpm contributed to the false detections. The response buttons were passed briefly after the fourth and ninth treatments, but not immediately prior to the treatments. Paramedic were called and transported the pt to the ER. The pt ended use of the lifevest and was to received an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 04/2012 - reuse; electrode belt sn (B)(4): 12/2013 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.